Event description:
During an angiogram of the left ventricle, the sidewall of the catheter split. The injection was performed at 1200 psi. The catheter was removed, and another pig tail catheter was inserted to finalize the case successfully. The product was normal in appearance when removed from the packaging and is stored in a storage facility in the catheterization laboratory.